Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was over a year ago the patient had slipped and fell causing their ins to be replanted. No patient symptoms reported.